Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was oversensing and a suspected insulation breach. It was further reported that there was suppressed ventricular pacing due to atrial oversensing. The physician changed the polarity to unipolar, and the lead remains in use. No patient complications have been reported as a result of this event.